Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider reporting that the initial reporter who notified the company representative (rep) of the event was the healthcare provider (hcp). The cause of the catheter being coiled was "the short pump segment from the original 8780 was replaced with a full 8784 that was not trimmed at the last case".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8781; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 16-apr-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (unknown) 30mg/ml at minimum rate 0.175mg and bupivacaine 15mg/ml at .088m minimum rate via an implantable pump. It was reported that the patient was getting insufficient pain relief. Actions/interventions included that the catheter was replaced. Patient's medication was changed to morphine 1500mcg/ml and daily dose was changed to 150mcg a day after the catheter was replaced. The catheter had an u trimmed 8784 in the pocket that was coiled when pocket was opened. The spinal segment of old catheter was tied off. The issue resolved at the time of this report.